Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was black. Additionally, a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. During troubleshooting, the o-ring was removed, and a new cartridge was loaded successfully. There was no reported impact to customer's blood glucose. The pump was replaced to address the touch screen issue.